Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline via an implanted pump. The patient previously had intrathecal fentanyl 1000 mcg/ml at 130 mcg/day and hydromorphone 3 mg/ml at 0.4 mg/day. The pump code was requested to shut off the pump using the tablet. It was reported the patient had not really been getting effective therapy since it had been implanted. It was noted it seemed like the therapy was causing patient more pain than it was helping. It was further clarified the patient was small, so the pump had been causing her discomfort since it was implanted. The pump seemed to be pushing on a nerve or something to cause the discomfort intermittently. It was noted they had discontinued the therapy awhile back and were looking to have the pump removed in the near future. The patient currently had saline in the pump. It was reported they were looking to have the pump permanently shut off today and would continue to work on getting the pump removed. The event date was (B)(6) 2017 (date of implant). No further complications were reported.